Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Additional information reported: a patient had a laparoscopic cholecystectomy performed at (B)(6) hospital on (B)(6) 2018 (that was his best guess) by dr (B)(6). The patient was discharged. The patient became ill and arrived at (B)(6) hospital on (B)(6) 2018 where an emergent laparotomy was performed by dr (B)(6). It was dr (B)(6) that thought the previous surgeon may have nicked the bowel with a trocar. It was by coincidence that the sales rep was in the procedure because he had been on-call that weekend and was present during the procedure. Neither the sales rep nor the dr (B)(6) were aware that the patient had been operated on at (B)(6) hospital. Neither were they aware of the manufacturer of the trocar that may have nicked the bowel. It was a dirty wound (infected). A few days later (exact date unknown) the patient was transferred to intermountain medical in (B)(6) where the patient died a couple of days later (exact date unknown). It was not until during a follow up conversation with dr (B)(6) that the sales rep learned of the patient¿s death. The sales rep had asked the status of the patient during the conversation when dr (B)(6) informed him of the death. At this time no one had yet realized that the bowel (B)(6) may have occurred using an ethicon trocar, nor where the initial procedure had taken place. All three hospitals are in the same idn. It was not until a recent conversation with a member of the intermountain supply chain, riley king, this week that he was made aware that the patient¿s original procedure had taken place by dr (B)(6) at (B)(6) hospital. Doctor (B)(6) is currently on vacation. The sales rep also stated that dr (B)(6) did not believe there was an issue with the trocar, but that it may have been what nicked the bowel. The sales rep is not yet certain of the product code, but believes that it was likely a 2b5lt. It may have been a b12lt. Additional information is requested and the following was obtained: what was the port placement and size of each trocar placed? What was the location that each trocar was placed? Asku (asked and unknown). How was the initial pneumoperitoneum achieved? Asku (asked and unknown). During the initial procedure was, the patient insufflated prior to inserting the trocar? Asku (asked and unknown). Were all secondary trocar ports visualized during entry? Asku (asked and unknown). If the first trocar was placed without pneumoperitoneum what technique was used to place the trocar? Asku (asked and unknown). Has the bowel injury been confirmed? If so, what was the anatomical location of the bowel injury? Emergency laparotomy at a different hospital location. Appeared to be an injury in the transverse colon. Discovered by the doctor at the other hospital location. Why is it believed that the bowel injury is associate with the ethicon trocar? Location of the trocar would be consistent with a lap chole, using our trocars. Was an autopsy done? Unknown.

Event description:
It was reported that approximately 3 days after an emergent laparotomy procedure the patient was transferred to another facility. The patient passed away several days later.

Manufacturer narrative:
(B)(4). Date sent: 07/25/2018. Corrected data: catalog code updated to unk_endopath* surgical trocar based on the following information that was omitted on the initial - the sales rep is not yet certain of the product code but believes that it was likely a 2b5lt. It may have been a b12lt.